Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2 and conclusions in this section have been updated. H6 codes were corrected: component, investigation findings, investigation conclusions. H6 codes were added: type of investigation. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for central regurgitation was unable to be confirmed due to unavailability of relevant imagery or medical record. As noted, a larger, non-ew balloon (24 mm tru balloon) was used for post dilation. It was likely that the valve was over expanded, leading to the suboptimal valve leaflet coaptation, resulting in central regurgitation. Per the training manual, it is recommended to use the same balloon for post dilation that was used for deployment. As such, available information suggests that procedural factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the field clinical specialist, during a right tmvr procedure with a 23 mm sapien 3 ultra resilia valve into a pre-existing 25 mm mosaic surgical valve, the sapien 3 ultra resilia valve exhibited a high gradient and it was decided to perform a post dilation. After a post dilation with a 24 mm tru balloon, the sapien 3 ultra resilia valve exhibited central regurgitation. A valve in valve was successfully performed with another 23 mm sapien 3 ultra resilia valve. The patient was in stable condition.